Manufacturer narrative:
(B)(4). Lot unknown. Awaiting additional information from sales rep to determine if sample will be returned. A complaint investigation will be performed. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had multiple spine surgeries since 2011? Had a posterior l3-5 spine fusion with another company started to develop l5-s1 symptoms surgeon performed an alif with synfix then had to posterior fixate from l3-pelvis. Developed an issue at l1-2 which surgeon addressed from a lateral with globus expandable cage and re-instrumented posterior t10 to l3 with the inline connector/rod to attach to l4-pelvis constructs. Removed the l3 screws placed screws at l2-t10. Patient has developed a nonunion at the l1/2 space. A pedicle screw has broken at l2 and inline connector/rod has disengaged. There was a broken z rod on other side. Driver broke during revision.